Event description:
Third and decisive event happened. Rescue units were on scene assessing 83 yo male who was supine in bed with agonal respirations and very slow heart rate. Monitor was attached via "quick combo" pads and it was noted pt was in slow idioventricular rhythm @ 20 bpm. Pt was moved to floor "bvm" used to assist his respirations and then pt coded. Defibrillation shock was performed at 200 "ws" and pt converted back into idioventricular rhythm still at or below 20 bpm. Decision was made to pace pt. One of paramedics on scene attempted to operate monitor but was not successful. Supervisor on scene manipulated monitor and defib/pacer with defib/pacer moving toward front about 1/2" until supervisor heard click". Once this was accomplished monitor and all of its features to include "tcp" worked normally. This pt was resuscitated to point of being conscious and speaking at time crews left the emergency dept. With third event is is highly suspicious that improper connection between defibrillator and pacer was root cause for all three events. With third pt there was absolutely no negative impact on pt care due to attentiveness of providers and heightened awareness due to previous events. On events one and two there could have been compromise in pt care due to life pak 11 not working properly. Rescue services communicated this to MFR and they are currently on solution to problem.